Event description:
It was reported that during a video-assisted thoracoscopic surgery procedure the surgeon fired the third firing with a green reload across the right upper lobe. When he opened the jaw and observed the staple line the staples were malformed and there was bleeding at the staple line of 300cc's from the lung parenchyma. They then used the covidian black load to complete the procedure. They controlled the bleeding with compression and removed more lung tissue and the bleeding stopped. The patient was still in the or at this time and stable.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with three cartridges reloads present. The cartridges reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.